Event description:
Info received indicates a pt was implanted with perigee, has a long history of estrogen depletion due to hysterectomy, prior to the procedure. The physician instructed her to use vaginal cream every third night for over one year. The initial surgery went well, then the discharge never went away, and by 12 weeks post op, she could feel the erosion of the anterior mesh through the tissue, the mesh was rough and irritating. A large piece protruded through and was repaired in 2009. Pt is now reporting bilateral buttock pain that radiates to her posterior thighs and vaginal/sacral pain. Pt reports that the mesh has eroded through vagina again. No revision surgery has been determined at this time.